Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Re-implantation is planned but has not taken place as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed july 14,2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another device during the same surgery. This report is filed march 30, 2015. Device not yet received by manufacturer.